Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The company representative replaced the fluidics module as a diagnostic measure. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A customer reported a loss of vacuum during a procedure. There was no harm to the patient. Additional information has been requested.